Manufacturer narrative:
In this case it was reported that the device was explanted after an implant duration of four years. The device was not returned for evaluation, as it was explanted approximately 13years ago. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of slides presented at pcr london 2019 "percutaneous valve replacement for the treatment of a failing mitral homograft in tricuspid position", the following event was identified as pertaining to an edwards device: an 25mm perimount valve was explanted from the tricuspid position after an implant duration of approx. 4 years for unknown reason. The explanted device was replaced with a 23-mm mitral homograft.

Manufacturer narrative:
Reference CAPA-20-00141.